Event description:
Thirty four known hcv positive pts all generated a nonreactive hcv 2.0 eia result. In addition, the run generated lower than usual values for the abbott positive control, external positive control and cutoff. All 34 specimens were repeated generating reactive results. The reactive hcv results were reported. The positive hcv specimens are used for manufacturing positive hcv material and obtained from regular donors.